Event description:
It was reported that the device was explanted approximately after implant duration of 89 months, due to aortic stenosis. No other details were provided. Info learned per response from surgeon.

Manufacturer narrative:
Device not returned.